Manufacturer narrative:
(B)(4). No product has been explanted or returned and nuvasive has been unable to perform an analysis of the device is in question. Revision surgery was performed to re-expand the vbr device and add supplemental posterior fixation to further stabilize the construct. The lateral plate was removed, but not returned for evaluation. The pt is reported to be doing well post-revision with no permanent impairment or injury. Review of labeling notes: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
A partial corpectomy of t12 and l1 was performed on (B)(6) 2014, during which a vbr device and lateral fixation plate were implanted. Approximately 2-3 weeks post-op, it was noted that the expandable vbr device had partially reduced in height and the superior staples in the lateral plate construct had partially pulled out of the t11 vertebral body. Revision surgery was performed on (B)(6) 2014, during which the vbr implant was re-expanded and supplemental posterior fixation was added. The lateral plate construct was removed. During revision surgery, it was noted that the superior t11 vertebral body had fractured. There is no indication that the fracture was caused by the implanted devices. It is unk if the pt sustained a fall or other external trauma.